Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after battery changes. Customer also indicated that the pump would not power up after the install of a new energizer battery. Customer also indicated that there was a potential leak in the battery compartment. Customer's blood glucose was 202 mg/dl at the time of incident. Troubleshooting was done for pump and battery insertion customer was advised to monitor pump and call back if any further issues.